Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-feb-21 regarding a patient receiving lioresal (2000.0mcg/ml at 330.5 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that a motor stall was observed in pump logs on (B)(6) 2017 at 17:16 with a recovery on the same date at 18:11. No patient symptoms were reported and no further complications were reported or anticipated.